Event description:
Baxter reported the following complaint from a hospital. The epidural infusion had been running on a patient when they found a split in the tubing existing the distal end. No report of patient injury or medical intervention was reported.